Manufacturer narrative:
Device eval. The device has not been returned for eval. The customer reported one additional lot number. The customer does not know which lot number was used in this event. Lot: h128526. Mfg date: 06/2010. Exp date: 05/31/2013. A f/u report will be submitted when the eval has been completed. Eval, conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The rotator on the manifold broke during use. No harm or injury was reported.